Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer received the following results on the aviva system within 10 minutes: 402 mg/dl, 63 mg/dl, and 173 mg/dl. No actions were taken. No death or serious injury reported. Requested return of suspect device and replacement was sent.